Event description:
A 2.25 mm x 18 mm endeavor spring rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a distal rca lesion. The lesion morphology was not reported. It was reported that the endeavor sprint drug-eluting stent was successfully implanted. The pt presented to the or two months post initial stent implant with chest pain, st elevation in inferior leads and st depression in anterior lateral leads. An angiography was performed and stent thrombosis was noted. Poba was performed. The pt is reported to be stable. Please note that this device is not distributed in the united states.

Manufacturer narrative:
(Secondary intervention), eval results - thrombosis.